Event description:
It was reported that the insulin pump alarmed an a33 error . The blood glucose reading was 9.7 mmol/l. The alarm was cleared and the insulin pump is now in use. The insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.